Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017, customer contacted customer service and reported the body of the adc lancing device was cracked and "almost separated", and a replacement order was made. Customer later contacted adc to report she had not yet received her replacement lancing device and on (B)(6) customer called to report a medical event. Customer reported that on the morning of (B)(6), she had a "massive migraine because (her) blood sugar went up" and she was unable to test due her adc lancing device being cracked. Customer reported she had received the lancing device in that condition. Customer drank water and her father rushed her to a hospital at around 7:30-8:00 am. Upon arrival at the hospital, a reading of "around 300 mg'dl" was obtained on the hospital meter and customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer remained in the hospital for monitoring for four hours and was then released. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned device was visually inspected by marketed product support and damage to the device was observed. As part of the online assembly of the device, 100% inspection is carried out. The damage associated by "cracking" the body along the seam line and dislodging the central connection is not consistent with any manufacturer processes or typical usage. However, the probable cause maybe due to the user attempting to "snap" open the device at the central join line, instead of the cap, causing the reported failure mode. To this date, the manufacturer has not been able to replicate the reported failure mode. There was no product deficiency identified.

Event description:
On (B)(6) 2017, customer contacted customer service and reported the body of the adc lancing device was cracked and "almost separated", and a replacement order was made. Customer later contacted adc to report she had not yet received her replacement lancing device and on (B)(6), customer called to report a medical event. Customer reported that on the morning of (B)(6), she had a "massive migraine because (her) blood sugar went up" and she was unable to test due her adc lancing device being cracked. Customer reported she had received the lancing device in that condition. Customer drank water and her father rushed her to a hospital at around 7:30-8:00 am. Upon arrival at the hospital, a reading of "around 300 mg/dl" was obtained on the hospital meter and customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer remained in the hospital for monitoring for four hours and was then released. There was no report of death or permanent injury associated with this event.